Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a haptic broke as the lens was released from the cartridge and into the eye. The incision was enlarged and the lens was removed. Another lens was implanted instead. There was also indication that the lens was initially rigid and difficult to load into the cartridge. Additional information was requested.